Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for one patient sample tested for free triiodothyronine (ft3) and free thyroxine (ft4) on an e601 analyzer. This medwatch will cover ft3. Please refer to the medwatch with (B)(6). The sample, from (B)(6) 2016, was initially tested at the customer site on an e601 analyzer. The sample was provided for investigations. During investigations, the patient sample was tested on a modular pe analyzer and an e411 analyzer. It was asked, but it is unknown if any erroneous patient results were reported outside of the laboratory. The patient was not adversely affected. The e601 analyzer serial number used at the customer site was asked for, but not provided. The modular pe analyzer used for investigation purposes was serial number (B)(4). The ft3 reagent lot number used on this analyzer was 124419, with an expiration date of december 2016. The e411 analyzer used for investigation purposes was serial number (B)(4). The ft3 reagent lot number used on this analyzer was 124419, with an expiration date of december 2016.

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations have determined that the sample contains an interferent to the streptavidin present in the ft3 and ft4 reagents. This limitation is covered in product labeling.